Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6, and h10. D11 - intuitive surgical, inc. (Isi) received the harmonic ace curved shears instrument involved with this complaint and completed the device evaluation. Failure analysis investigation found the primary failure of "harmonic ace refill forceps at the time of cutting broke" to be related to the customer reported complaint. The harmonic insert was found to have a broken blade. The blade broke roughly 0.058¿ from the base. The broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is fatigue failure due to mishandling/misuse. The root cause is attributed to mishandling/misuse. Based on the failure analysis results, the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument has not been returned to isi for evaluation. Therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. No image or video clip for the reported event was submitted for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported based on the following conclusion: it was reported that during a da vinci-assisted pancreatectomy surgical procedure, the harmonic ace curved shears instrument insert broke when ¿cutting¿ and fell inside the patient. The fragment of the instrument tip was removed from inside the patient's cavity by the surgeon, without further damage. A backup instrument was used and the procedure was completed with no reported injury. Unintended fragments falling inside the patient may require surgical intervention. Although there was no patient injury reported, if the failure were to recur, it could cause or contribute to an adverse event. In addition, at this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted pancreatectomy surgical procedure, the harmonic ace curved shears instrument insert broke when ¿cutting¿ and fell inside the patient. The fragment of the instrument tip was removed from inside the patient's cavity by the surgeon, without further damage. A backup instrument was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was not inspected prior to use. No intraoperative instrument collisions occurred when the harmonic ace curved shears instrument insert blade broke. All of the fragments were confirmed retrieved during the same procedure under direct view laparoscopic video. No post-operative tests were performed to check for remaining fragments. No patient harm was reported and the patient has not returned due to any post-surgical complications. The instrument is available for return for evaluation. Photographic images of the device or a video recording of the procedure are available for isi review; however, they have not been provided as of this report.